Event description:
Boston scientific received information that the patient stated that the physician discussed that the device battery was getting low and due for a scheduled change out. The patient then reported that the device battery depletes faster as it get's low. Technical services (ts) referred the patient to the physician. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested of the field representative. Should any further information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information revealed this device was explanted due to normal battery depletion and was replaced with a new device. This device will not be returned as it was disposed by the hospital. No adverse patient effects were reported.